Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure of removal of melanoma, the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.